Manufacturer narrative:
The device has not been returned to olympus medical systems corp.(omsc) but was returned to (B)(4) for evaluation. (B)(4) inspected the device and confirmed the following: there was a leakage at the bending section rubber due to a pinhole. In addition, omsc confirmed the following from the photos provided by (B)(4). The adhesive on the light guide lens was deteriorated. The light guide lens was dirty. White dots were displayed on the endoscopic image. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(4) and found that the coating of the insertion tube greater than 1x1 square millimeter had been peeled off. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, based on the information below, it is possible that physical stress has damaged the insertion section, resulting in a peeling of the coating on the insertion tube. -according to the device inspection result, the coating on the insertion tube was scratched. -the instruction manual provides precautions regarding physical stress. -in the past similar cases, it was concluded that the coating on the insertion tube may have peeled off due to physical stress or the like. The instruction manual provides an inspection of the entire insertion tube, including the bending section and distal end, and the user can properly detect the reported event by following these instructions. In addition, the instruction manual provides warnings about handling the device, and the user can reduce or prevent the occurrence of the reported event by following these instructions. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.